Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 23 october 2019, it was reported that the engine on a dermatome would not turn properly. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device on 9 december 2019 noted that there was the insulation on the power cable was damaged and a defective needle bearing. Upon further evaluation, it was found that the motor was corroded, that the device ran below motor speed specification at an inconsistent speed, and that there were non-original screws installed to the device. Repair of the dermatome occurred on 29 january 2020 and involved replacing the motor, needle bearing, plug harness assembly, and multiple screws. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that there was corrosion on the motor and that it ran below motor speed specifications, it cannot be determined from the information provided as to what caused the corrosion to the motor. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the engine does not turn properly. At the beginning it seems to be working properly, but later it stops turning. The event occurred during kit inspection. No adverse events were reported as a result of this malfunction.